Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon prepared and trailed for 52mm anchor peg glenoid using apg+ instrumentation as per surgical technique. Trial went in fine. Surgeon then proceeded to cementing implant insitu. Implant would not seat as trial did. Surgeon removed implant and found central peg to be bent and deformed. Surgeon removed cement prior to it completely setting.

Manufacturer narrative:
The device associated with this report was not returned.. Review of provided photographs confirmed the central peg to be bent as reported. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no additional reports against the provided product and lot combination. The root cause of the central peg deformation is unknown. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.